Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be could not conclusively be established through this evaluation. The information available to the manufacturer indicated that the gastrointestinal (gi) bleeding resolved on (B)(6) 2017. The device remained implanted and the patient remained ongoing on vad support until expiring on (B)(6) 2017 due a non-device issue. The vad coordinator reported that the pump would not be returned to the manufacturer for evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous gi bleeding event referenced in this section was reported under medwatch MFR. Report # 2916596-2016-01553. (B)(4). Approximate age of device ¿ 1 year and 9 months. The pump remained in use supporting the patient at that time. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient experienced gastrointestinal (gi) bleeding and was hospitalized. The patient was on aspirin at the time of the event. Additional information was requested, but none has been provided.